Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a transforaminal and posterolateral lumbar fusion at l5-s1 using rhbmp-2/acs, combined with autograft, placed inside of a cage. Following the surgery, the patient developed persistent leg pain and back pain. The patient underwent additional imaging. Subsequent CT scans reportedly demonstrated that the patient had developed ectopic bone growth. The patient required an additional surgery to explore and remove the hardware and remove the ectopic bone growth on (B)(6) 2013. The patient has never recovered from her surgery, and she has daily, disabling pain that prevents her from performing many basic activities of daily living.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.